Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4)

Event description:
Embolization treatment of a left posterior internal carotid artery aneurysm. It was reported one week post onyx procedure, the patient was re-admitted the hospital and presented with a minimal amount of subarachnoid hemorrhage along the convex surface of the left frontal lobe. Angiographic follow-up revealed a thrombus associated with the onyx at the site of surgery within the intraluminal internal carotid. The patient was reported as well and no other complications were reported.